Event description:
The unit was returned to a covidien service center. Upon triage, service tech found the power cord was damaged, wire was showing, and arcing is visible.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.